Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip opening while locked. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. An xtw clip was inserted and successfully passed final arm angle (faa). However, prior to turning the arm positioner in the opening direction, it was observed the clip arms jumped open to roughly 40 degrees. Faa was tested again, and the clip passed. However, attempting to unlock the clip, the clip arms again jumped open. Therefore, the clip was removed and replaced. Two clips were deployed on the mitral valve, reducing mr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. All available information was investigated, and the reported difficult to open or close (clip jumping) and unintended movement (clip open ¿ locked) could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause of the reported difficult to open or close and unintended movement could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. B6: relevant test/laboratory data updated to reflect no patient involvement. B7: other relevant history updated to reflect no patient involvement. H6: health effect impact code 2199 removed.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. An xtw clip was inserted and successfully passed final arm angle (faa). However, prior to turning the arm positioner in the opening direction, it was observed the clip arms jumped open to roughly 40 degrees. Faa was tested again, and the clip passed. However, attempting to unlock the clip, the clip arms again jumped open. Therefore, the clip was removed and replaced. Two clips were deployed on the mitral valve, reducing mr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure. Subsequent to the initially filed report, the following information was received stating the clip opening while locked occurred during preparation. No additional information was provided.